Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that act button and the on arrow down was not responding. Customer¿s blood glucose was 181 mg/dl. Customer stated that insulin pump had crack at battery area. Customer was advised to discontinue use of the pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and unlocked on lcd board.